Event description:
It was reported the patient was in the operating room (or) for a routine pump replacement due to the elective replacement indicator (eri) of one month. Before disconnecting the old pump the surgeon attempted to aspirate through the side port and was unable to pull back cerebrospinal fluid (csf). After disconnecting, he attempted to aspirate directly from the catheter at the pump connector end and was unable to aspirate csf. The back incision was opened and the catheter was cut just beyond the anchor point and csf was free flowing from the intrathecal segment. The patient had a catheter occlusion of the proximal segment. The catheter was partially explanted and the intrathecal segment was left in place and reconnected to a new pump segment. The pump segment would not be returned. It was further reported the sutureless connector and pump segment of the catheter were removed and replaced with an 8596sc. Once connected to the new pump, csf was easily aspirated. The surgeon had attempted to inject saline through the explanted segment of catheter on the back table after the case. He experienced resistance followed by release of what he termed ¿brownish red fine particulate,¿ which was then followed by easy injection. The cause of the issue was undetermined. Upon further testing on the back table the surgeon felt there may have been particulate occluding the lumen of the explanted segment of the old catheter. The surgeon also attempted to flush through the explanted sutureless connector on the back table after the case and it flushed easily. Upon speaking with the patient¿s mother post-operative she noted the patient had symptoms of sweating, increased spasticity, discomfort, and difficulty sleeping. The patient also experienced pain. The physician had increased the dose a few times with only some effect. The patient¿s status at the time of this report was ¿alive-no injury¿ and the patient recovered from the catheter occlusion. The pump was being used to deliver gablofen. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. Product ID: 8578, lot# n072728, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: accessory. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: accessory. (B)(4).